Event description:
The pt had a port and catheter implanted on 12/4/95. When the pt went for chemotherapy, the nurse was unable to get a blood return. The pt was sent for a portacathogram which showed the catheter separated and a portion in the svc to the rv. The pt had the portion removed successfully in radiology's special procedures dept. The port was removed surgically and a new port inserted on the opposite (r) side of pt's chest.